Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an unrelated procedure, an increase in the pacing impedance and capture threshold were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed externalized conductors of the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.